Event description:
The pt had two leads (from the same lot). It was reported the pt had fallen. Afterwards, the pt no longer received adequate coverage. X-rays were taken and revealed both leads had migrated. The pt's scs system was explanted due to the pt planning to undergo an MRI.

Manufacturer narrative:
Evaluation results: both leads were received incomplete. Visual inspection revealed both leads were fractured at the distal end of the anchor location. One of the leads showed fluid intrusion. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.